Event description:
Customer's wife reported her husband was hospitalized for high blood glucose and a slight heart attack. While in the hospital, customer's insulin pump alarmed failed battery test. Customer went to the emergency room on (B)(6) 2014 in the early morning. His blood glucose when admitted was 200 mg/dl. He had a slight heart attack. He had an EKG. The battery compartment and springs are not damaged. Customer cleaned the battery contacts and inserted a new battery, but the device alarmed failed battery test again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer is still in the hospital. His last blood glucose was 325 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.